Event description:
On (B)(6) 2013, the patient underwent treatment for an acute type b dissection with a conformable gore tag thoracic endoprosthesis, with intentional coverage of the left subclavian artery (lsa). During deployment, the device moved proximally approx. 1.5cm, covering both the lsa and left common carotid artery (lcca). The exact cause of the device movement is unk. The physician performed a surgical bypass of the lcca, and the procedure was completed with no further complications. The dissection was successfully covered, and the patient is doing well.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Refer to field b6 for the rest of the imaging eval. The exact cause of the device movement is unk.